Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port needle sheared the catheter. The following information was provided by the initial reporter: the needle sheared catheter during insertion. Different nurses who are experienced and have been working here since transition to these catheters but maybe updated training and education would help us all.

Event description:
No additional information.

Manufacturer narrative:
Material information updated in d tab due to returned samples. Investigation results: the complaint of a damaged catheter was confirmed for lot #3320180 and the cause appeared to be associated with use. Photographs were provided for investigation. Two photos showed a 20g nexiva with the needle protruding through the side of the catheter. What appeared to be blood residue was visible within the catheter tubing, which indicates the damage likely occurred during use. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The IFU indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.